Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulley. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additional unrelated observation(s) included: the instrument was found to have conductor wire insulation damage. The conductor wire was found to have insulation damage inside of the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. Components adjacent to the damaged wire insulation showed damage which may indicate potential mishandling/misuse. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 26-may-2025: the instrument was inspected prior to use and no ordinary things were found. The reported issue occurred during a myomectomy procedure. No arcing was observed and there was no loss of cautery observed. There was no instrument or tool collision. No patient harm occurred due to this event. No photographic image of the device or recording of the procedure is available for isi to review.

Event description:
Refer to h11 for follow-up information.